Manufacturer narrative:
Medwatch sent to FDA on 12/01/2015. The reporter of the event stated the product would be returned for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Warnings and precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the bib system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Complications: possible complications of the use of the bib system include: balloon deflation and subsequent replacement. Balloon placement and inflation: a balloon with a leaking valve must be removed immediately. A deflated balloon can result in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Reported as: the placement of the intragastric balloon was uneventful. Shortly afterwards however, the patient vomited blue liquid and urinated those as well. The balloon had to be removed. The serving size was reduced by about 200-300ml. Probably the valve was leaking.